Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on january 7, 2010. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during the "epi" mode of a cataract extraction with intraocular lens implant procedure there was no aspiration and no ultrasound. A bimanual irrigation/aspiration cannula was used to remove the nucleus in "cortex" mode. The case was completed with no harm to the patient. Additional information has been requested and received.